Manufacturer narrative:
Return requested. Replacement workstation shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The system was received back for testing. The computer was determined to have malfunctioned. Analysis of computer was follows: no issues were observed at boot up. Cranial software was launched and it booted, but then exited. A hard drive diagnostic test was performed and it found one or more bad sectors. Defective hard drive. Computer hard drive malfunction directly caused the event.

Event description:
A medtronic representative reported a navigation system displaying an internal hard drive fault. There was clicking and scratching coming from the system when powered on. Also noted was that the navigation system reports write errors and becomes unresponsive when used. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.